Manufacturer narrative:
On 3-jul-2025, it was noticed fields h 7. Remedial action initiated type and h9. FDA correction/ removal reporting no was inadvertently left blank in the 3500a initial medwatch report. The information has now been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-sep-2025, it was identified the investigation finding code of usage problem identified (c23) was inadvertently reported under field h6. Investigation findings of the 3500a supplemental (follow-up) # 3. Please consider this code as removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced a stroke. Patient was reported to have ¿symptoms this morning¿. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained, it will be assessed and processed accordingly.

Manufacturer narrative:
It was reported a patient underwent a cardiac ablation procedure with a varipulse catheter and the patient experienced a stroke. Patient was reported to have ¿symptoms this morning¿. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. It was confirmed that a total of 36 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia). In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins (posterior wall was ablated). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-jul-2025, additional information was received indicating the carto files of the case were reviewed and several workflow steps outside of bwi¿s recommendations were performed in this case. A high number of ablations (36) were performed. In addition, the patient had persistent atrial fibrillation and the posterior wall was ablated, both of which increase risk. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).